Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump would not power on or charge during initial training, as evidenced by a blinking charging pad indicator with multiple chargers while a trainer¿s device charged normally. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.